Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found intermittent interrogation; moving on the head connector changes the signal strength. Loose rf (radio frequency) head connection found on the lem (link electronic module) printed circuit board assembly. Analysis also found ¿audio on¿ was not selected; when the audio was turned on, the programmer makes appropriate beeps. Products: 229047 analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer does not "beep" when it should (successful programming during threshold testing, etc). It was also reported there is difficulty to interrogate, possibly the rf (radio frequency) head. The programmer and rf head were returned for repair. No patient complications were reported as a result of this event.